Event description:
It was reported intermittent occlusion alarms occurred, however, the customer could only recall information regarding a single date. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy.